Event description:
Boston scientific received information that right ventricular (rv) lead was an attempted implant. It was reported that the lead was tested on the table prior to implant and everything was normal. When the lead was attempted to be placed in the right ventricle the helix was unable to be completed extended and the pace impedance measurements were greater than 2,000 ohms. The physician then removed this lead and replaced with a different product. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the complete lead was returned. The lead was retracted. Helix mechanism testing was performed and the lead passed. The lead properly extended in 11 turns and retracted in 17 turns. The lead was further tested and found to be electrically continuous. Laboratory testing could not confirm the reported observations, but returned paperwork or other input (other than device memory) indicates that a primary failure likely occurred during the implant procedure.